Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high left ventricular (lv) lead and right ventricular (rv) lead threshold measurements. It was noted that the rv lead had dislodged resulting in no capture and poor sensing of r-waves. It was also noted that during the replacement of the rv lead, the right atrial (ra) lead had dislodged. The device, rv lead and ra lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.